Manufacturer narrative:
(B)(4).

Event description:
It was reported that device was unable to be interrogated upon attempting to turn of tachycardia therapy due to patient being in hospice care. Device was unable to establish telemetry despite several reposition attempts. Upon further troubleshooting, multiple telemetry open channel tests were performed however it was unsuccessful. No further information available.